Event description:
The customer reported that a prolumen device was used to declot a graft. At the beginning of the procedure part of the s wire came off of the device and when the device was removed the wire remained in the vein. The s wire easily removed and no complications resulted. Another prolumen device was used and worked fine.